Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The pump had normal operating currents and no unexpected off no power or low battery alarm were noted. The insulin pump had cracked case at display window corner and minor scratched lcd window. Pending volume accuracy test. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from his insulin pump. The customer stated that for the last 20 years, he has experienced several low blood glucose events and has been hospitalized several times while on pump therapy. The customer reported of a scroll wrap and wanted to make sure his pump was not affected. The customer declined to troubleshoot for low blood glucose. The customer will be sent a replacement pump.